Manufacturer narrative:
As the type of bifurcated surgical graft that was originally implanted in the patient is unknown, it cannot be confirmed if the gore® excluder® aaa endoprosthesis contralateral leg components were used outside of their instructions for use. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement.

Event description:
On an unknown date the patient underwent abdominal aortic replacement using a bifurcated surgical graft (type unknown). Post-operatively the patient developed pseudoaneurysms at the anastomoses of the bifurcated graft legs located in the patient's bilateral common iliac arteries. On (B)(6) 2016 the patient underwent endovascular repair of the pseudoaneurysms using gore® excluder® aaa endoprosthesis contralateral leg components. The proximal portion of the contralateral leg components were reportedly placed within the previously implanted bifurcated graft. There were no reported issues. The patient tolerated the procedure. On an unknown date late post-operative follow-up imaging identified enlargement (amount unknown) of the aneurysm located at the patient's left common iliac artery. It was reported that the cause of the aneurysm enlargement was suspected to be a proximal type I endoleak. An endoleak was not confirmed. On (B)(6) 2019 an additional contralateral leg component was implanted to treat the aneurysm enlargement. The device was implanted proximal to the previously implanted contralateral leg component located in the patient's left common iliac artery. The final angiography showed no issues. The patient tolerated the procedure.